Event description:
It was reported that a large volume intermate had particulate matter floating inside the device. This malfunction was identified during the storage of the device, after the device was compounded with vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured july 14, 2013-july 15, 2013. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.